Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient getting an implantable neurostimulator (ins). It was reported the patient was having a wound revision in scalp area. Prior to surgical intervention, impedances were checked and device was turned off. Prior to surgery, impedances were in normal range. During wound revision, the surgeon repositioned lead/extension and after surgery contacts 0 <(>&<)> 2 displayed a short circuit of 34 0hms. C <(>&<)> 0 and c <(>&<)> 2 were reading identical impedances of 374. Patient's therapeutic impedances were low and current drain was significant at 10 ma . Because of the current drain and low impedances, the physician was concerned that ins battery life would drain prematurely. No environmental factors were thought to have led or contributed to the issue. The patient's therapeutic settings were changed from c <(>&<)> 0 to c <(>&<)> 1 to accommodate for the short circuit . Current drain improved to 6 ma. The issue was resolved at the time of the report. No complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# : (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot#: v331504, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating the patient was doing well with the therapy and no device issues were reported prior to revising the wound. It was reported there was no short circuit prior to revising the skin breakdown. The patient had skin breakdown in the scalp area with no signs of infection. The rep speculated during the wound revision the neurosurgery resident may have pulled, inadvertently, on the lead/extension connection thus causing a short circuit but the rep was not in the surgery.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4) found no anomalies. Analysis of the extension (serial no. (B)(4)) found no significant anomalies but the body had been cut through segmenting the product. Analysis of the extension (serial no. (B)(4)) found no significant anomalies but the body had been cut through segmenting the product. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.